Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was a setscrew problem with the implantable cardioverter defibrillator (ICD). The setscrew was misaligned in the header and the physician was unable to engage the setscrew with the wrench after several attempts. The device was not implanted and an alternate device was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.